Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that keypad was not working. Customer¿s blood glucose was 368 mg/dl. Customer stated that center button was not working. Customer performed troubleshooting for the keypad anomaly but problem persisted. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed.